Manufacturer narrative:
Medical devices continued: product ID dtba1d1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that a remote transmission showed atrial lead undersensing during atrial arrhythmia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.